Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the foreign material could not be analyzed as the substance was not available for sampling. The most probable cause of the complaint was not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to inappropriate material. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope had black spots in the insertion tube. There were no reports of patient involvement.